Event description:
Reported alleged obtaining discrepant back to back blood glucose results of 305 mg/dl, 89 mg/dl and 99 mg/dl when all tests were performed with 10 minutes on the aviva system. Reporter stated he had his humulin 70/30 insulin about 30-45 minutes prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.